Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: observed at the insertion inside of the patient the doctor noticed that the needle was slightly bent. So, the arrival point of the needle could be not precise. It happened with 2 needles in a row for the same patient during the same intervention. Clinical consequences: the doctor used a 3rd needle with success.

Event description:
The report states: observed at the insertion inside of the patient the doctor noticed that the needle was slightly bent. So, the arrival point of the needle could be not precise. It happened with 2 needles in a row for the same patient during the same intervention. Clinical consequences: the doctor used a 3rd needle with success.

Manufacturer narrative:
Qn#(B)(4). The DHR file is not available for review. The customer returned one oncontrol needle set (cannula and stylet) from package 9402-EU-006 152mm biopsy needle set-EU indications for investigation. The sample was returned with the stylet inserted into the cannula. The sample was examined for any signs of abuse, misuse, damage. It was observed that the oncontrol cannula was bent slightly. The stylet was removed from the cannula and then re-inserted back into the cannula. Some tightness and resistance was felt during removal and insertion. However, the stylet did not appear bent. Only the oncontrol cannula was bent. A section of the IFU will be referenced as part of this investigation report. The IFU states: 3. Tighten stylet and hub of the bone access needle set. "4. Insert bone access needle set into intended location using the correct angle. Attach driver to needle set. When correctly inserted, the needle set will secure into connector with a "click". 5. Find location on bone, note depth marking and squeeze trigger to activate driver. Do not apply excessive force to driver/needle set. Squeeze trigger until bone access needle set has reached the desired location to be biopsied. 6. Detach power driver from the bone access needle set. 7. Remove stylet. If needed, use the manual handle for minor adjustments of the bone access cannula. Bone lesion biopsy needle set should always be used inside the access needle. Do not use the bone lesion biopsy needle set independently of the access needle. 8. Place the bone lesion biopsy needle inside the bone access cannula. 9. For bone lesion, attach power driver to bone lesion biopsy needle hub, use depth markers as guide. 10. In one continuous motion, squeeze trigger, and advance bone lesion biopsy needle (up to 1.5 cm as allowed by the bone access cannula); with the trigger still engaged, pull up on power driver until bone lesion biopsy needle is completely removed from patient. 11. Detach power driver from the bone lesion biopsy needle set. The certificate of compliance certifies that the aforementioned lot meets the coastal life technologies (viant) system requirements and specifications. This product has been manufactured and controlled by coastal life technologies (viant) in accordance with the FDA qsr and iso 13485:2003. A review of the certificate of conformance found that the needle set passed all the release criteria. The needle set was manufactured in 04/2018 and is approximately 2 years old. The cannula was slightly bent. However, the circumstances which resulted in the bent biopsy cannula cannot be determined with the information provided in the complaint description. No corrective/preventative actions will be assigned. The customer returned one oncontrol needle set for investigation. The stylet did not appear bent. The cannula was slightly bent. The reported complaint of "needle bent" is confirmed. The circumstances which resulted in the bent biopsy cannula cannot be determined with the information provided in the complaint description. The attached certificate of compliance states this needle set lot was free from any manufacturing or material related defects. Teleflex will continue to monitor and trend on complaints of this nature.